Event description:
When administering vaccination medication expelled from hub. Only a little medication was administered to patient. As a result, patient had to be revaccinated. Event issue involved the needle not the medication itself. Covidien, monoject, lot: 02402034, expiration: 04/12/2029